Event description:
Tylenol intravenous piggy-back (ivpb) was hung on a primary IV normal saline (ns) 250ml primary IV line. The primed line and the tylenol were unclamped and set at 300 ml/hour, but did not drip. The chamber of the primary IV filled, and the tylenol ran into the primary IV bag of ns.======================manufacturer response for IV tubing, smartsited infusion set (per site reporter).======================just alerted manufacturer.